Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's battery depleted "prematurely" in (B)(6) 2017. There were no falls/trauma related to the issue. Patient is calling about the ins replacement procedure and that information was reviewed. No patient symptoms and no further complications have been reported as a result of this event.